Event description:
The physician was performing a papillotomy with a needle knife papillotome. It was reported that the needle knife was placed deep into the tissue and the cautery was set at the highest possible electrocautery setting. During the electrocautery application, the physician was moving the needle knife in an upward movement when he noticed the smoke from the cutting stopped. It was reported that the needle knife separated leaving a portion of the needle knife in the pt. Removal of the needle was successful utilizing biopsy forceps. The pt is reported to be in satisfactory condition.